Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not confirm the reported phenomenon. There was no abnormality of the device. The exact cause of the reported event could not be conclusively determined. Omsc surmised the following. This phenomenon is attributed to effects other than the device such as power environment or cables. The internal circuit board temporarily malfunctioned. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus field service engineer disassembled the power connector, however, could not find any malfunction. The user facility returned the device to olympus repair center. Olympus replaced this device with a new one for the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
At the delivery of the device for the user facility, the olympus field service engineer found the following. The device could not be turned on. The power led did not light up. The endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.